Manufacturer narrative:
Codman has requested return of the perforator for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
It was reported that disposable perforator was dropped on the o.r. Floor prior to use. The device was then autoclaved and used in a surgery to drill holes in the cranium. The perforator fell apart following completion of the hole(s). There was no harm to the patient.